Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a revision procedure was scheduled for this right atrial (ra) lead due to insulation damage, lead fracture and sensing issues. This ra lead was surgically abandoned and a new ra lead was implanted. No additional adverse patient effects were reported.